Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving an alert for non-sustained rv oversensing. Post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. The patient is doing great.